Manufacturer narrative:
The soft cannula was found to have a small tear in the non-exposed portion of the soft-cannula. During the investigation, insulin was seen exiting through the tear in the soft cannula rather than the distal tip of the cannula. No additional abnormalities or deficiencies were found for the device, and the rest of the device functioned as expected. The data downloaded from the device did not have any timeouts or drive stalls, which would be expected with a damaged cannula. The case description does not mention any damage to the soft cannula, so it cannot be determined how or when the cannula was damaged. Omnipod insulin management system ¿ user guide, model: ust400, 14421-aw rev h 01/16. Checking your blood glucose 7: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
Not applicable as the event is not reportable.